Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2011 during an esophagogastroduodenoscopy (egd) within the stomach. According to the complainant, the clip would not release from the delivery system. The clip was removed from within the patient. The procedure was completed with a second resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
Component code 758 relates to device code 2547 for the reported event of clip failed to separate from catheter. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.